Manufacturer narrative:
Na.

Event description:
The customer complained of a questionable elecsys cea assay result from 1 patient sample tested on a cobas e 411 immunoassay analyzer. From an aliquoted sample processed by a modular pre-analytical system (mpa), an initial cea result of 0.639 ng/ml was obtained. The erroneous result was reported outside of the laboratory, but the doctor questioned the result and requested repeat testing. On (B)(6) 2018 the primary tube and an aliquot processed by the mpa were tested with cea results of 997 ng/ml and 1000 ng/ml, with a data flag. The repeat results were deemed to be correct. The cea reagent lot was 286574 with an expiration date of 31-mar-2018. The customer was not using rack adapters. The field engineering specialist was unable to find a definite root cause. He checked all alignments, voltages, and tubings. He cleaned the sample, reagent, and sipper probes. He performed performance and precision testing with acceptable results. The customer stated that they are running patient samples without errors. Based on the calibration and qc results a reagent issue can be excluded. The analyzer alarm history did not contain any conspicuous events. The investigation was unable to find a definitive root cause.